Event description:
(B)(6) supplemental report discrepant result for one patient sample was automatically transmitted to the customer lis although flagged. The assignable cause is unknown. No general product failure has been identified. A biased results was reported to a physician but corrected.

Manufacturer narrative:
Supplemental report: as part of ortho's investigation, images provided by the customer of the vision analyzer screen were reviewed and confirmed the reported observation on the result screen of the b pos result with an indeterminate flag. A review of e-connectivity data was performed, the column grade results did not indicate any flagging on the specimen tested and confirmed results were consistent with a blood group b pos. A review of the lis transmission log from the ortho vision analyzer showed no evidence of the initial result in question "qm pos", only displaying a transmission message for the repeat sample test result of b pos blood group. On 27apr2023 the customer emailed ortho to indicate that the original "qm pos" result initially reported could not have automatically transmitted into their lis as the function is not built into the lis software interface. Additionally, reduced common log files were retrieved from the ortho vision analyzer and examined, but assignable cause could not be identified. There was no evidence of any systematic failure of the ortho reagents or analyzers to perform as intended or discrepant results being transmitted to the lis. A follow up was conducted with the customer on 05july2023 to convey investigation findings. The customer in return requested a report of the findings in the form of a customized letter on 03aug2023. On 26sep2023, follow up with the customer indicated there had not been any additional similar instances since the original complaint and verified the customized letter provided that summarized the investigation findings was to the agreement and satisfaction of the customer. Additionally, as of the time of this report, the customer has not reported any similar complaints.

Event description:
Mxp2521292 windchill ra602143 problem statement and description: customer reporting vision posted indeterminate flag for result that appeared bpos without issue. Customer states result sent over to lis in spite of flag, posting a "qm pos" on sunquest. Customer could not manually accept gel card. Customer has not had a result post as such before. Relevant information: - issue started on: (B)(6) 2023 - microtubes/wells or cell (donor #) affected: anti-b well - reaction grade obtained: column grade and picture provided by customer shows vision called well 4+, indeterminate flag did not show which well was affected. - customer was expecting: 4+ - sample ID: 8d-09-9e-d4-48-a5-6d-7b-0d-7f-ef-bb-e8-1b-24-ff-8f-e5-2b-03-59-c6-3f-dd-30-7d-e2-ac-77-1b-c4-04 - number of samples affected? One - was qc affected? No - was any expired product used? No - when was the last successful qc run? 04/25/2023 -customer reran same sample on vision and same results posted without flag and could be accepted -patient historical bpos product handling protocol: - cassette/gel card storage temperature range: room temp - cassette/gel card orientation: gel card picture shows some dry residue on top of card. Gel cards appear acceptable actions already performed by customer: reran specimen, flag did not populate and result acceptable troubleshooting steps performed by tsc: column grade result showed vision did not put an indeterminate flag with the first result of the patient. Tss has requested customer to send lis logs. Tss will follow-up with customer with additional troubleshooting. Customer has emailed to indicate that the qm pos that was initially reported is not possible because that function was not built into their lis. Lis logs obtained do not show discrepant gel card result associated with qmpos. The only card/results seen were for second normal gel card result. Customer still would like an explanation of why flag was placed on result with no indication on the screen. Tsc referred complaint to tm 3rd level for further troubleshooting for the result that is in question that was automatically accepted . Although the gel card shows reactions and grades of a b pos, the abo is listed as "?" To the left, noted as aborted in red and has a "flag intermediate result" with no explanation. The customer was unable to edit the grade or result, but again the grades look to be correct. Customer has had no further incidences with discrepant result crossing over since original event.

Manufacturer narrative:
Investigation details: tss reviewed images provided by customer of indeterminant flag on vision analyzer screen, column grade results report and lis logs for the specimen. Column grade results report did not indicate any flagging on the specimen testing. The lis log provided by the customer was reviewed, but the result in question (qm pos) was not located within the log. The repeat testing of the sample with the expected b pos result was observed in the log. The customer later indicated that the qm pos result that was originally reported is not possible in their lis as it was not built into their software function. It was not identified from the reports reviewed why a flag was placed on the result with no indication on the screen as to the affected column. Tss requested additional review of the complaint with third level technical support seeking information as to why the result in question was automatically accepted although the gel card shows reactions and grades as b pos, while the abo is listed as ¿?¿ to the left and is noted as aborted in red and there is a ¿flag intermediate result¿ with no explanation. Third level technical support reviewed the complaint, all originally reviewed reports, the reduced common log files retrieved from the vision analyzer but have been unable to determine the potential assignable cause. Additional investigation is ongoing. The customer was unable to edit the grade or result. No additional incidents have been reported by the customer indicating discrepant results crossing to their lis since the original event. Investigation summary: discrepant result for one patient sample was automatically transmitted to the customer lis although flagged. The assignable cause is unknown at this time. No general product failure has been identified. A biased results was reported to a physician but corrected.